Manufacturer narrative:
The site reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 1/5/2022. Visual inspection of the returned lens found the lens had been cut into multiple fragments. Visual inspection and optical testing of the lens found no issues with the lens.

Event description:
The site reported that the light adjustable lens was explanted from the patient. No additional information was provided as to the reason for the explant. Rxsight's first awareness was 1/5/2022.